Manufacturer narrative:
Evaluation summary: based upon the inquiry inormation received visual and functional examination; the unit was found to require the lemo connector blue seal to be replaced. The device was functionally tested, met all product requirements and the returned to the customer .

Event description:
It was reported the service call center is to repair the green cable of the holster. The lemo connector was loose and it was replaced (p/n: fgg3p110gzzg). The device was returned to the customer after service. There was no adverse patient consequence.